Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
There was no damage to the keypad observed during visual inspection. The 'contrast/down/up' buttons unresponsive while the 'ok' button responsive to user input. All buttons spring back when pressed. Keypad was removed for further investigation. There was contamination observed around 'up/down/contrast' button contacts. However, there was no contamination present around 'ok' button contact.